Event description:
Literature: dudding tc, pares d, vaizey cj, kamm ma. Sacral nerve stimulation for the treatment of faecal incontinence related to dysfunction of the internal anal sphincter. Int j colorectal dis. 2010;25(5):625-630. Summary: this study evaluated the use of sacral nerve stimulation (sns) in those with fecal incontinence (fi) and ias disruption whom medical and behavioral treatments had failed. The study aimed to assess the clinical and physiological response, and affect on quality of life, os sns in those with fi related to isolated internal anal sphincter disruption. Nine patients (7 women, (B) (6)), with a history of obstetric or iatrogenic anal sphincter trauma, underwent a trial of sns. Eight patients benefitted from temporary stimulation and proceeded to permanent device implantation. Follow-up was at a mean of 46 months. Fi decreased from a mean of 9.9 to 1.0 episodes per week, and soiling decreased from 6.1 to 1.7 episodes per week, with chronic stimulation. Event: one patient experienced no improvement in symptoms of incontinence with chronic sns. This patient underwent revision surgery to ensure correct lead placement but continued to have no benefit from treatment.

Manufacturer narrative:
(B) (4).